Event description:
It was reported that the site could not make any selection on the screen. The handheld would work slow and it would take some minutes before handheld would respond. Good faith attempts to obtain additional information have been unsuccessful. The cause of problem is unknown at this time.